Event description:
Our rep is reporting that a male had a post-op anchor pull out. There was a revision surgery, not known what was done at this time. The event reporter believes that the cause of this failure may have been due to the cuff being retracted too far as a result of over tensioning of the tendon in the original repair. Nothing further to this is known. Questions out to the event reporter for further detail and clarity.

Manufacturer narrative:
Not much about this reported event is known. Complaints captured via vague and generalized conversations between surgeons and field personnel. At this point in time we have questions out towards receiving further detail & clarity. When we have possession of all the info that can be had, that data will be evaluated and the results will be reflected in the f/u report.